Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one reload and one adapter. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload was broken. Furthermore, the articulation rod was broken. A broken piece of the reload adapter was jammed in the distal end of the adapter shaft. Functional testing of the reload and adapter could not be performed due to the noted damages. The returned products as received by medtronic were found to not meet medtronic quality release specifications after application in the clinical setting. The reported condition was confirmed. A review of the adapter device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the sulu broke during loading. In order to solve the problem they used a new one. There was no injury or adverse event reported with this incident.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.